Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address stiffness and decrease range of motion. The surgeon removed a substantial amount of scar tissue and swap out the poly to a smaller size. No further information available at this time. Doi: (B)(6) 2020, dor: (B)(6) 2020, left knee.